Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing on stored episodes and the current electrogram (egm). Invalid trending data was also observed via the cardiac resynchronization therapy pacemaker (crt-p). The lead and crt-p remain in use. No patient complications have been reported as a result of this event.